Event description:
Procedure: sigmoidectomy. According to the reporter: the device could not be removed easily. Eventually, the anvil remained in cavity. The surgery was converted to an open surgery and the re-anastomosis was done. Operative time was extended more than 30 minutes. Additional information requested.

Manufacturer narrative:
(B)(4)